Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician discovered a crack in the battery connector. The monitor was originally returned to evaluate the hematocrit sensor not calibrating. Since the event occurred at the service center, there was no pt involvement during this event.